Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The customer replaced the ict module and the issue persisted. The field service representative (fsr) performed troubleshooting which included adjusting the wash cup flow volume. There were no additional discrepant ict results after wash cup flow was adjusted. Return testing was not completed as returns were not available. Review of instrument service history revealed no additional occurrences of discrepant results, nor did it identify any additional service or complaint issues that may have contributed to this issue. Tracking and trending for the architect c4000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the wash cup mixer or the architect c4000 processing module for serial (B)(4) was identified.

Event description:
The customer observed discrepant electrolyte results for multiple samples and erratic quality control results generated on the architect c4000 processing module. The following example data for falsely elevated potassium results was provided for two samples: sample 1: initial potassium result = 7.2 mmol/l, repeat = 4.2 mmol/l. Sid (B)(6) initial potassium result = 8.8 mmol/l, repeat = 4.6 mmol/l. No impact to patient management was reported.